Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 05/24/2016. The fse found that the rf preamplifier card was damaged. The fse replaced the rf preamp, which repaired the erroneous results. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported the coulter lh 750 hematology analyzer was generating high eosinophil results for two patients. The results for one patient were confirmed with a manual smear and for the other patient the results were compared to another instrument. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.